Manufacturer narrative:
Integra has completed their internal investigation on march 20, 2017. The investigation included: methods: review of device history records. Review of complaints history. Results: product not returned (device implanted) so evaluation unable to be performed. DHR review; DHR unable to be reviewed as lot number was unavailable. Complaints history; this is the second incident reported about difficulty to insert the bold screw for the past two years. During the same time period, (B)(4) bold® screws were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. Conclusion: product not returned therefore investigation for root cause cannot be performed. The bold non-sterile screws are manufactured by the same supplier since the beginning. No significant change about design or critical dimension that could be linked to the issue described in this complaint.

Event description:
It was reported that the surgeon is experiencing more and more since few months ago that during countersinking the head of the bold screw during insertion, there is less bite of the thread of the screwhead into the bone as he was used to have and he has to push hard while turning the screwdriver to get the head into the bone. It has to be mentioned that he uses every time a new 2-in-1 drill to prepare the screwhole. Surgeon states that he is been using the bold screws since 19 years now. The devices was in contact with the patient however, no patient injury was reported and the event did not lead to surgical delay.